Event description:
It was reported that the device exhibited an alert for all pacing lead impedances out of range. Upon interrogation in clinic, no alerts were noted and the impedance was in range. The pt would be monitored.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.